Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 148mg/dl, 85mg/dl, 124mg/dl, 104 mg/dl. Tests were done within 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.